Event description:
Paramedics used the device to administer external pacing to a patient (no patient details reported). At some point, the device allegedly lost power. There were no adverse affects to the patient reported as a result of the alleged malfunction.